Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation failed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation . The probable root cause/s could be normal wear, sterilization methods, and user misuse. (B)(4).

Event description:
It was reported the insulation failed.